Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that there were intermittent occlusion alarms. Customer changed pump supplies to address some of events and ultimately the pump was replaced to resolve the issues. There was no reported adverse impact to the customer's blood glucose level.